Event description:
Reporter indicated that high lead impedance readings were noted for a vns patient. Previous vns diagnostics are unknown and no patient manipulation or trauma was admitted. Patient is still feeling stimulation and is asymptomatic. X-rays were reviewed by the reporter, which did not indicate any anomalies. Reporter was advised to disable the vns. Attempts to the reporter for further information were unsuccessful.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.